Event description:
It was reported that a smiths medical cadd legacy plus pump finished infusing about 3.5 hours sooner than it was programmed to infuse and had roughly 8 ml of fluid left in the disposable. It had started with 100 ml in the cadd cassette.